Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa treatment began in 2017. On (B)(6) 2019 it was reported that during a gastroenterological examination on the (B)(6), the skin was red around the stoma in an approximate 2cm radius and there was also a pea size granuloma. It was treated with silver nitrate solution. During an abdominal ultrasound examination on the (B)(6) 2019, it revealed an area with edema on the abdominal wall around the wound. The wound was discharging. The liquid was drained and was sent for microbiological breeding. There is no information regarding the result. Oral antibiotic augmentin was prescribed as treatment.